Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jan-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device involved in this incident, it was determined that the device was experiencing communication issues and was in critical override mode. The customer reported that the device had already been rebooted; however, the issue persisted. The customer also stated that there were no issues with their network. The field service engineer (fse) arrived onsite, waited for an escort, and confirmed that the unit was not communicating. The fse checked the network hardware and verified the network port, which was found to be inactive. The information technology team was contacted to address the port issue. After the port was restored and tested, the unit resumed communication and was verified to be working properly. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was not communicating and remote support service shown offline. The customer attempted to reboot the station, but the issue persisted. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from pharmacy station, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.